Event description:
It was reported that the patient had intermittently clear, gross hematuria, rose. It was associated with reduced urinary output despite taking usual furosemide dose. The patient denied dysuria, abdominal pain, and urge or difficulty passing urine. The patient was given intravenous lasix (furosemide) as treatment. The patient was admitted to the ward and discharged the next day. No abnormalities were detected in the patient's urine specimen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported bleeding and patient conditions could not be conclusively established through this evaluation. The submitted log files captured no atypical events. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for feeling unwell with shortness of breath (sob) and blood in urine. There were no unusual events recorded in the log file event history.